Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
An external drainage set (eds) was involved in an incident and was described as follows: the cerebrospinal fluid (csf) that collects in the cylinder did not drain into the plastic bag (the original). If the safety valve remains open, sometimes the entire system for the collection of csf has to be changed. There was pt contact but, there was no pt injury or delay in the procedure. Although none of the six units involved in this complaint are available for an evaluation, an unused unit with the same lot number will be returned for an evaluation.